Event description:
It was reported that the patient, using an ilet system, experienced a nocturnal low blood glucose, with a reported nadir of 39 mg/dl, and facility nurses treated with oral glucose and food including a peanut butter sandwich. Symptoms included hypoglycemia. Outcomes included troubleshooting and education provided. Investigation included a review of available reports. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device malfunction or component issue identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.